Manufacturer narrative:
G.4. K201075; k251654.

Event description:
It was reported that foreign matter was found on a needle. A nurse was about to start an IV on a patient and uncapped the needle to see ¿something dark¿ attached to the needle tip. May even be a bug.